Event description:
It was reported that there was a malfunction resulting in failure to deliver tidal volume. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The exhalation valve was replaced to resolve the issue. No report of patient involvement. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).